Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported. (B)(4)

Event description:
A medtronic ear, nose & throat (ent) representative received a report from a site doctor that while in a functional endoscopic sinus surgery (fess), they were unexpectedly unable to track their instruments. They were able to register the patient, however, then went to red status. The doctor did not specify whether the issue was with instruments only or the axiem box as well. The surgeon opted to continue and successfully completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.